Event description:
It was reported that this patient, who was enrolled in the observe clinical trial, died approximately 11 months post implant of the implantable pulse generator (ipg). A cause of death was requested and not received.

Manufacturer narrative:
The patient's past medical history was significant for sinus node dysfunction and chagas disease. The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).